Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the lead track tunneling to the ipg. The patient underwent a revision procedure wherein the lead was relocated to the opposite side. The patient was doing well postoperatively and the device remain implanted.